Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported a waste bag pressure max alarm occurred during two routine hemodialysis treatments. In both treatments the alarm could not be resolved. Rinseback of the patient's blood was only partially completed, resulting in an estimated blood loss of 140cc for each treatment. No medical intervention was required.

Manufacturer narrative:
Nxstage requested return of the disposable cartridges, however, it was learned through follow up that the cartridges had been discarded. The reported blood loss events are attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The actual cause of the wbp alarms cannot be determined, however, the user's guide states that a kink or occlusion my have contributed to the increase in pressure. A direct correlation between nxstage system one and the reported blood loss events cannot be established. Facility staff has been notified of the events and there have been no similar problems reported subsequent to these events. Nxstage medical considers this report closed. No additional information will be provided.